Event description:
It was reported that the pump displayed a system failure after it turned on. It also says "calibration required" after calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.